Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the nursing staffs were unable to override the medications for removal for the temporary patient. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the user was unable to override the medications for removal for the temporary patient. A technical support specialist (tss) logged into the station and found that the retry error. The tss followed knowledge article (retry mode: insert into tx. Discrepancy) and performed a synchronization on the station. After the synchronization, the data sync logs were updated, the retry error was cleared, and the issue was resolved. The health sight viewer no longer displayed the error. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the nursing staffs were unable to override the medications for removal for the temporary patient. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.